Event description:
On (B)(6) 2009, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, prior to the procedure the anchoring balloon on the prolieve catheter tested fine. The prolieve catheter was placed into the pt and the anchoring balloon was filled with 7cc's of saline. When they pulled on the device, the anchoring balloon came out of the bladder. Upon inspection of the device, a pin hole leak was found in the anchoring balloon. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
Pt's exact age is unk; however, the pt's age has been reported as (B)(6). The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).